Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
On 29-sep-2025, intuitive surgical, inc. (Isi) received FDA voluntary medwatch report (MDR) with MDR report #mw5175135 stating: "stapler misfired. Error message stated, "too much tissue in the stapler jaw". Staple found lying across the staple firing line on the jaw."